Event description:
It was reported that the patient's right atrial lead exhibited noise. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.